Event description:
Additional information received indicates that therapy was restored post op.

Manufacturer narrative:
Corrected data: d10.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, impedance check revealed high impedance on the lead. As a result, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis and longevity calculation of the returned ipg found that the device had normal battery depletion due to usage. H6: update per product return analysis.